Event description:
Pt receives continuous infusion of the medication "flolan" for pulmonary hypertension. On 6/17/98, she was shopping and felt as if she would pass out. Drove home and husband got her out of the car in her driveway. They both checked her intravenous pump and verified it was still functioning. She went to the bathroom and removed her two "ice pecks" and found blood all over her shorts. She became unconscious and husband called 911 and both pt and husband verified a defect in the connection of the extension tubing causing her not to receive her "flolan".